Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years, 4 months, and 18 days following the implant of this transcatheter bioprosthetic valve, leaflet thickening and valve calcification were noted. Heavy root calcification caused the valve frame to be slightly under-expanded at the inflow portion. No patient complications were reported as a result of this event.